Event description:
According to the customer, on (B)(6) 2025 as a raytec was pulled out of the abdomen "through an 8mm robotic port with an 8mm airseal cap on the trocar, it broke apart." The customer reported being able to retrieve "a portion of it" and removed the remaining raytec "under direct visualization with the robotic scope" using a 5mm atraumatic laparoscopic grasper. The customer confirmed that all pieces of the raytec were able to be removed from the body cavity.

Manufacturer narrative:
According to the customer, on (B)(6) 2025 as a raytec was pulled out of the abdomen "through an 8mm robotic port with an 8mm airseal cap on the trocar, it broke apart." The customer reported being able to retrieve "a portion of it" and removed the remaining raytec "under direct visualization with the robotic scope" using a 5mm atraumatic laparoscopic grasper. The customer confirmed that all pieces of the raytec were able to be removed from the body cavity. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.